Manufacturer narrative:
The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Log file analysis review date: (B)(6) 2015, dated through (B)(6) 2015-(B)(6) 2015: normal power consumption. Additional notes: 4 electrical fault alarms have been logged since (B)(6) 2015. One controller fault alarm was logged on (B)(4) on (B)(6) 2015 at 19:59:27. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2016-00059 and 3007042319-2016-00060) submitted for devices related to the same event.

Event description:
It was reported that this patient experienced several "electrical fault" alarms due to contamination of the driveline. A driveline connector cleaning was performed per fs0008 rev 03. Visual inspection of the driveline revealed a slimy white/brown fluid within the driveline connector. The pump was stopped twice for two cycles of cleaning at 60 seconds each. The patient's controller is still in use. The last report received indicates that the patient remains hospitalized. Investigation is ongoing.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-00059 and 3007042319-2016-00060) submitted for devices related to the same event.